Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used in the esophagus during an egd (esophagogastroduodenoscopy) procedure for stricture performed on (B)(6) 2026. During the procedure, after the balloon reached 18mm, a leak was noticed and 5ml of water went into the patient esophagus. The procedure was discontinued by the physician and cancelled. There were no patient complications reported as a result of this event. The rescheduled procedure date remains unknown despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Block h11: investigation results - the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. With all available information, boston scientific concludes the reported event of balloon leak could not be confirmed. Ased on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of balloon leak was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.